Event description:
On (B)(6) 2012, the reporter/nurse contacted animas (anm) on behalf of the patient and reported that the patient was hospitalized with a blood glucose (bg) level greater than ''800 mg/dl.'' The patient's usual bg range is from '60-140 mg/dl'. She has history of hypertension, coronary artery disease, and myocardial infarction. The patient takes ''lipitor, synthroid, lisinopril, ativan, methadone, and oxycodone.'' According to the reporter, the patient had not been wearing the pump for 4 days since she reportedly could not find the cartridge cap. The reporter also mentioned that when the cannula was removed, it was found to be bent over. In addition, the cannula had not even penetrated the skin. The patient reportedly told the nurse that she gave herself an injection of novolog. However, it is not known when the patient's bg level was last in normal range. The patient's last site change was also unknown. The reporter noted that the patient was confused. The patient was treated in an ICU with an insulin drip of regular insulin on (B)(6) 2012. At the time of contact with animas, the patient was on a sliding-scale of ''aspart'' insulin. No cartridge problems were observed by the nurse. There were no bubbles or problems with the connections. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized for severe hyperglycemia. However, the patient's injury can be attributed to possible intentional misuse considering the patient was not using the pump for 4 days since she could not find her cartridge cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned.